Event description:
Clinical study. It was reported that 447 days after a coronary drug eluting stenting treatment procedure, the patient experienced a myocardial infarction (mi) and stent thrombosis (st). The lesion being treated was located in the proximal left anterior descending (prox lad) artery. The physician treated the lesion with the placement of a 2.5x16 taxus express2 study stent. The patient was discharged 3 days later. At 447 days after the initial procedure, the patient presented with anterior wall acute mi. Pci was performed to the proximal to mid lad. Significant thrombus volume in the lad stent was noted. Intravascular ultrasound showed the previous placed lad stent to be somewhat underdeployed and undersized in a reference vessel ranging from 3mm at areas of negative remodeling to 3.5mm. Treatment consisted of export catheter thrombectomy. The physician then placed a 3.0x23mm non bsc stent in the area of the thrombus and deployed this at a high pressure. Subsequent angiography demonstrated a good result with 0% residual stenosis, no evidence of residual thrombus, and a good right coronary artery which was supplied by collaterals. The patient tolerated the procedure well with no complications. The patient was discharged the same day. In the opinion of the physician, the st is not related to the taxus stent. Mi possible related to taxus stent. The patient presented for treatment with an acute myocardial infarction and cardiac arrest.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.